Event description:
The caregiver (cg) contacted baxter technical services regarding a system error 2240 alarm which occurred on the homechoice (hc) during drain 7 of 9. The baxter technical service representative (tsr) assisted the cg to clear the error and explained se 2240 indicates a large amount of air has entered the set up. The cg confirmed that there were no closed clamps, leaks, or disconnects to the setup. The cg stated that she would call the nurse for more instruction. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
Product surveillance spoke with the home patient's nurse (rn) who stated that the patient did not complete therapy the night of this report. The rn further stated there was no adverse event. The rn stated the alarm was caused from a leak in the transfer set. She stated that there was a wet area on the bedding that was found and that the patient then had the transfer set replaced. The rn stated that the patient was doing well with therapy.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the root cause was not determined. A batch review was not performed because the lot number was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the leak was not determined. A batch review was not performed because the lot information was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.